Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) was replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation when switching from manual to mechanical ventilation during a case. The unit was replaced to resolve the issue.